Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the representative registered the new device serial number to the incorrect patient. The entry was deleted, and the correct patient was registered with the correct device. The remote monitoring network remains in use. No patient complications have been reported as a result of this event.